Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. It was functionally tested on ate and passed all tests. And it was reported the patient was very slender and the ipg was protruding. These factors could have contributed to the issue; however, the root cause could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg protruding. In turn, surgical intervention was undertaken wherein the ipg site was revised and the ipg was explanted and replaced to resolve the issue.